Event description:
The customer reported no power to the c arm. No pt involvement.

Manufacturer narrative:
The rep found a defective interconnect cable. Ordered replacement to be sent to site. In house staff will replace.